Event description:
It was reported the pruitt f3 carotid shunt balloon did not deflate when attempting to remove from patient's carotid artery. It was removed fully inflated despite multiple attempts to deflate. The shunt was inspected after and a hole was found in the tubing. No injury was reported to the patient. The customer elected not provide site contact information. Therefore, we're unable to get the device returned or provide a correspondence letter.

Manufacturer narrative:
We have not received the pruitt f3 carotid shunt for investigation. Hence, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.